Event description:
The user facility reported that a colonoscope which had an object lodged in the interior of the scope was processed in the system 1 processor and subsequently used in patient procedures; no injuries were reported.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Limited information regarding this reported event has been provided by the user facility. The customer reported that they do not attribute this event to the system 1 processor, rather believe the cause of the item lodged in the scope to unfamiliarity of the scope on the part of a nurse who mistakenly inserted the lodged object into the scope.